Event description:
It was reported that a malfunction occurred, indicated by a specific malfunction code after the customer had disconnected for a shower. Blood glucose level was not adversely impacted as it did not exceed 500 mg/dl. Technical support provided information on resetting the pump, successfully assisted the customer with the reset, and the malfunction code did not recur. The customer was informed to call back if any issues reappeared and understood the instructions.